Manufacturer narrative:
Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 3888-33, lot# v090319, implanted: (B)(6) 2008, product type: lead. Product ID: 3888-33, lot# v090319, implanted: (B)(6) 2008, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer. (B)(4).

Event description:
It was reported that a patient¿s unit ¿never worked correctly since it was implanted¿. The patient stated he ¿just found information from another healthcare professional (hcp) if ins (implantable neurostimulator) was not charged correctly and they loose the charge and you could throw them away because they will never work correctly¿. It was not clear what the patient meant by that statement. It was reported that the patient¿s ins was implanted near the center of the back and the unit flipped around ¿and he was trying to charge it reverse and it never charged and completely lost the charge¿. It was reported the patient¿s hcp made another pocket in the back ¿(B)(6) 2008¿ and put the same implant in the back and he had been ¿miserable ever since¿. It was reported that the problem started in (B)(6) 2008. It was reported the patient never had therapeutic effect. The patient stated that hcps ¿don¿t want anything to do with him because device was never properly put in his back¿. The patient alleged that he has been lied to and that nobody wanted to ¿deal with this¿. Additional information received reported that the patient had been told his implant would be placed ¿in the front, off to the left side¿ but that when he woke up it was to the center of his back. It was reported that he informed his implanting hcp that the device had flipped ¿as he was taking about 14-18 hours to charge and only getting 1 or 2 coupling bars¿ but the patient stated that his hcp dismissed his concern and told him he was doing fine. It was reported that ¿he even lay on his back and it even took 14 hours to charge. It was stated he was using the belt and ¿laying on it all different position, it did not matter¿. It was reported that when he woke up from the pocket surgery (described in crts (B)(4)) it took him 1 to 1.5 hours to charge the device to full. It was reported that when he turned on the stimulation, he felt no stimulation and the device was fully charged. It was stated that the device had been reprogrammed. It was reported that ¿later¿ his hcp had switched practices and ¿at that point he stopped charging his device¿. It was reported that he attempted to located another hcp but ¿no physician would take him¿. It was reported that one physician informed him ¿if he did not charge his device, he might as well throw away his stimulator¿.